Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The customer later confirmed that they were unable to duplicate the reported issue on their device. After observing proper device operation through functional and performance testing, the device was returned to use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.